Manufacturer narrative:
(B)(4). Batch # n53n05. Additional information was requested and the following was obtained: by partially fired, do you mean that the safety lockout engaged (no staples delivered or cutline started)? Safety lockout engaged. Or, did the device start to deliver a staple line and cut line, but could not be completed (fired beyond safety lockout)? The analysis results found that the ats45 device was received in good visual condition and with a tr45w cartridge loaded on the device. The returned reload was partially fired 1/10 which indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during a laparoscopic nephrectomy procedure, the account claimed it was a device misfire. Upon visual inspection, it was discovered that the reload had been partially fired leading to the assumption that the firing handle had been bumped or partially squeezed upon closure. Case completed with another device of the same product code. There were no patient consequences reported.